Event description:
The hcp reported that the patient had increased pain. A volume discrepancy was noted at the first refill following replacement. The expected reservoir volume was 3cc, but the actual reservoir volume was 19cc. The programming was verified to be correct. There were no audible pump alarms. The pump logs were accessed and reviewed to be normal. The hcp is considering further device troubleshooting. No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.